Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a low blood (bg) level; cause of the low was not provided. Additionally it was reported that the wake button was sticking and unresponsive and that the pump touch screen was unresponsive. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.